Event description:
It was reported both cuffs of this artificial urinary sphincter eroded into the patient's urethra. The physician indicated the erosion may have been attributed to catheterization while the patient was in the hospital for unrelated issues. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned device underwent a thorough analysis. All components were visually and microscopically examined and tested for leaks. No damage, abnormality or irregularities were noted. No leaks were identified in the pump, balloon and second cuff. The balloon did not pass pressure testing as the pressure was below specification. Inspection of the remainder of the device revealed no other damage or irregularities that would affect its functionality. Several folds were identified in the first cuff shell; however, no leaks were identified. Analysis indicated a tear in the first cuff tab consistent with explant. Inspection of the remainder of the device revealed no damage or irregularities. Based on the information available and analysis results, a functional issue with low balloon pressure was confirmed. Erosion is a known inherent risk of device use as noted in instructions for use.

Event description:
It was reported that this artificial urinary sphincter was removed due to erosion of both cuffs into the urethra. The physician indicated the erosion may have been the result of catheterization while the patient was in the hospital for unrelated issues. No further patient complications were reported.